Manufacturer narrative:
A1-a6: unknown patient involvement correction. D3: mfg establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauges on the pressure chambers in h-1200 consistently read ~200 or less. They replaced the pressure chambers, but the issue persisted. The air compressor output was consistently reading 300mmhg +/-10 (~310mmhg). There were unknown patient harm or adverse events reported due to this event.